Event description:
It was reported that a patient experienced peritonitis manifested by severe abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis and another indication with vancomycin (1 gram/twice a week/ip-intraperitoneally). Two days later, the patient was discharged from the hospital. At the time of hospital discharge, the treatment with vancomycin was ongoing, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.